Manufacturer narrative:
(B)(4) indication for use (restenosis). (B)(4). Eval summary: in this case, there was no reported product deficiency. The reported pt effects of ischemia, thrombosis, EKG/ECG changes, and hospitalization are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat in-stent restenosis of a previously implanted stent. It should be noted the IFU states: safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. In this case, it is unk how the use of the xience v stent to treat the in-stent restenosis may have contributed to the reported pt effects.

Event description:
It was reported that on (B)(6) 2010, there was in-stent restenosis observed in the proximal left anterior descending artery (plad). On (B)(6) 2010, percutaneous coronary intervention (pci) was performed to treat the restenosis confirmed on april 9th. A 3.5 x 23 mm unk rx xience stent and a non abbott stent were both deployed in the plad. On (B)(4) 2010, thrombosis was observed in the plad. The pt had ischemic symptoms, anomaly was noted on ECG. Balloon angioplasty was performed to treat the thrombosis. Though requested, no additional event or pt info was provided.

Event description:
Subsequent to the initial medwatch report, the additional information was received: it was reported that on (B)(6) 2010, there was restenosis observed in the left anterior descending (lad/#6). On (B)(6) 2010, percutaneous coronary intervention (pci) was performed to treat the restenosis of a non abbott stent, which was confirmed on (B)(6). The vessel was concentric, mildly tortuous and mildly calcified. An rx xience stent and a non abbott stent were both deployed in the lad. The xience v stent was implanted at the lesion at 12 atm for 30 seconds and was post dilated. Intravascular ultra sound (ivus) was performed after the xience v stent was deployed and there were no issues noted at that time. On (B)(6) 2010, thrombosis was observed in the lad. The patient had ischemic symptoms, anomaly was noted on ECG: uap. Plain old balloon angioplasty (poba) was performed to treat the thrombosis. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4).